Event description:
It was reported that the catheter separated at the pt's spinal canal. The pt experienced a 'sharpness' in her back associated with the event. The pt had difficulty sleeping at night due to back pain. The pt needed to use a cane to walk due to pain from the catheter. The hcp stated that the catheter was revised in 2009. The catheter was fractured at the pump. No pt outcome was reported. A follow-up report will be submitted if additional info becomes available.